Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "it was reported that calibrations were entered during periods when cgm values were not present." Correction to remove statement "labeling indicates: do not calibrate if the out of range symbol shows in the status area. Also: the system may tell you that it cannot provide a sensor glucose reading. When this happens you will see either the glucose reading error symbol ("???") Or the wait symbol ("hourglass") in the status area. These symbols mean the receiver does not understand the sensor signal temporarily. These symbols are related to the sensor only. Wait for more prompts, and do not enter any blood glucose values when you see these symbols. The system will not use a blood glucose value for calibration when these symbols show.

Event description:
Reportedly, the patient entered finger stick values during rapid rates of change. Labeling indicates: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising or falling single arrow or double arrow, which indicates that your blood glucose is rapidly rising or falling. Calibrating during significant rise or fall of blood glucose may affect sensor accuracy and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Also: the system may tell you that it cannot provide a sensor glucose reading. When this happens you will see either the glucose reading error symbol ("???") Or the wait symbol ("hourglass") in the status area. These symbols mean the receiver does not understand the sensor signal temporarily. These symbols are related to the sensor only. Wait for more prompts, and do not enter any blood glucose values when you see these symbols. The system will not use a blood glucose value for calibration when these symbols show.